Event description:
Customer reported that the insulin pump alarmed motor error during basal. Customer stated that she was in an MRI machine which was not operating and she did not disconnect the insulin pump but she gave it to the technician who took it and place it outside the room. Customer stated she saw a motor position encoder error alarm on screen. She was unable to perform displacement test at the time. She was able to rewind. Blood glucose value is 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump had constant motor error during rewind due to motor encoder signal out of phase. Unable to perform the functional test, including the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify motor position encoder error alarm in the alarm history screen due to motor error alarm. Device had minor scratched display window and cracked case at display window corner.